Manufacturer narrative:
Additional information was received on 12-feb-2026. It was indicated that it is unknown whether the hospitalization was extended after transfer to the ICU. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro, the patient experienced cardiac tamponade (CT) treated with drainage. The report indicated that after cardiac ablation, the patient experienced cardiac tamponade. The patient was transferred to intensive care unit (ICU) and the patient's subsequent condition was unknown. No extended hospitalization was noted. Additional information received indicated that after the procedure, the patient¿s blood pressure decreased. The echography revealed findings suggestive of cardiac tamponade. Drainage was performed and subsequently, the patient was transferred to the ICU. The patient did not require cardiac surgery. The number of performed ablations was about 50 ablations with radiofrequency (rf) energy within the pulmonary veins. No ablations were performed outside the pulmonary veins. Prior to noting the CT, ablation was performed. One catheter was used for each catheter exchange during the procedure. The energy delivered for each ablation group was rf. The procedural activated clotting time (act) was 300 seconds over. One transseptal puncture site was performed during the procedure with rf needle. The force visualization features used were contact force (cf) vector and dashboard. The visitag module parameters for stability used were range: 3mm, time: 3sec, and fot: 25%3g. Additional filter used with the visitag was respiratory correction. The color option used prospectively was tag index. No evidence of steam pop. The flow settings were pre: 2sec and post: 0sec. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. No relevant tests/laboratory data or other relevant history/preexisting condition. An ngen generator/pump were used for the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31680220l and a internal action was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).